Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic left upper lobectomy procedure using a uniportal approach. The stapler was being applied to the lobar brochus. There was tissue damage, the patient had a tear to their bronchus. The damage could have been caused by either a twitch movement upon retraction of the blade in the reload, the bronchoscope down too far causing the bronchus to become rigid, or the patient's abnormal pathology causing calcification of the bronchus. The handle, adapter, and reload indicator lights were all solid. There were no issues loading or unloading the device. There was no problem firing the stapler and there was no fault with the staple line. The tissue damage was not considered permanent. The surgeon had to oversew on the bronchus where the fracture had occurred. The procedure had to be converted to open because the oversewing could not be performed by uniportal vats. The incision was extended by more than one inch. The surgical time was extended by more than thirty minutes due to the problem. The next patient was cancelled due to the delay and this patient had to return to the theatre five days post operation for suction bronch. The patient status is alive, no injury.